Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
Event reported via medwatch (B)(4). Intra-aortic balloon ruptured/failed while in use inside a patient's aorta, connected to an intra-aortic balloon pump. Because the patient was dependent on the support of the balloon pump to sustain life, the patient needed to have an emergent procedure to replace the balloon. Additional information received from a reporter on 06/10/2022 for a report number (B)(4). Of note, this event occurred 2 times on the same patient. The balloon was place (B)(6) 2022, ruptured (B)(6) 2022, replaced with a new (B)(6) 2022, ruptured again on (B)(6) 2022, replaced again with a new one on (B)(6) 20222. Second medwatch report filed for the (B)(6)2022 event. Common cause analysis found that the balloon was placed through the axillary artery, which is an approved, however, atypical insertion site. Also the patient was more physically active than what is typical of patient on an intra-aortic balloon pump, as he need to engage fully with physical therapy while waiting for heart and kidney transplant. This report is for the 1st iab used. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
Event reported via medwatch mw5110227. Intra-aortic balloon ruptured/failed while in use inside a patient's aorta, connected to an intra-aortic balloon pump. Because the patient was dependent on the support of the balloon pump to sustain life, the patient needed to have an emergent procedure to replace the balloon. Additional information received from a reporter on 06/10/2022 for a report number mw5110227. Of note, this event occurred 2 times on the same patient. The balloon was place (B)(6) 2022, ruptured (B)(6) 2022, replaced with a new (B)(6) 2022, ruptured again on (B)(6) 2022, replaced again with a new one on (B)(6) 2022. Second medwatch report filed for the (B)(6) 2022 event. Common cause analysis found that the balloon was placed through the axillary artery, which is an approved, however, atypical insertion site. Also the patient was more physically active than what is typical of patient on an intra-aortic balloon pump, as he need to engage fully with physical therapy while waiting for heart and kidney transplant. This report is for the 1st iab used. A separate report has been submitted for the 2nd iab under mfg report number 2248146-2022-00499

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional information was requested from the customer with regard to the iab. The customer reported that unfortunately the 1st iab catheter was not saved. Since the iab device has not been returned to the manufacturer we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Patient born in (B)(6) 1998. Additional contact person information: (B)(6), clinical nurse specialist/educator, (B)(6). Complaint record ID # (B)(4).

Event description:
Event reported via medwatch mw5110227. Intra-aortic balloon ruptured/failed while in use inside a patient's aorta, connected to an intra-aortic balloon pump. Because the patient was dependent on the support of the balloon pump to sustain life, the patient needed to have an emergent procedure to replace the balloon. Additional information received from a reporter on 06/10/2022 for a report number mw5110227. Of note, this event occurred 2 times on the same patient. The balloon was place (B)(6) 2022, ruptured (B)(6) 2022, replaced with a new (B)(6) 2022, ruptured again on (B)(6)2022, replaced again with a new one on (B)(6) 2022. Second medwatch report filed for the (B)(6) 2022 event. Common cause analysis found that the balloon was placed through the axillary artery, which is an approved, however, atypical insertion site. Also the patient was more physically active than what is typical of patient on an intra-aortic balloon pump, as he need to engage fully with physical therapy while waiting for heart and kidney transplant. This report is for the 1st iab used. A separate report has been submitted for the 2nd iab under mfg report number 2248146-2022-00499.